Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective device replacement procedure, there were short episodes of atrial noise detection. A couple of lower out of range pacing lead impedance measurements were observed. Provocation tests were performed and no anomalies were detected. No further action was completed on the atrial lead. The patient will be monitored. The patient condition was stable before and after the event.